Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on 22/jan/2019. The event is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device analysis results: visual analysis of the returned device identified: deformation and yellow particles. Bubbles after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: -no issues found related with the manufacturing. The reason for reoperation: capsular contracture, baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side ¿increased palpability and visibility appears to be baker grade 3 capsular contracture and possible implant rotation." Upon explant, a double capsule was observed.